Event description:
Received info regarding cartridge alarm 5 during the load process. Customer's blood glucose level was 542 mg/dl. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.